Event description:
It was reported that a patient diagnosed with a vertebral compression fracture underwent a balloon kyphoplasty procedure (bkp) at t12. Upon inflating the balloon to maximums of 2ml and 200 psi on the left side of t12, the balloon reportedly ruptured. The ibt (inflatable bone tamp) also became lodged in the patient's vertebral body and was finally removed with much difficulty. The ibt could not be pulled back by itself, and could not be removed when an attempt was made to pass the cannula over it. The only way to remove the ibt was to remove the cannula with it. The procedure was extended by 15 minutes due to the incident. The patient was not allergic to the contrast media and no fragments of the ruptured balloon were left in the patient. No patient complications were reported.

Manufacturer narrative:
Corrected information : product analysis: the reported complaint of a balloon rupture was confirmed during product evaluation. A radial tear was observed near the proximal peak of the balloon. This observation is consistent with rupture due to contact with bone splinters during instrument usage. Due to the ¿umbrella¿ effect of the radially cut ibt, the ibt was unable to be collapsed and removed from the cannula. The above observations are consistent with intraoperative instrument damage.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.